Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 45 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ladg procedure, the first firing for duodenum resection and the second firing for stomach resection were completed with no problem. For the third firing for stomach resection, they connected reload to the adapter, the surgeon inserted the device to the trocar, articulated the jaws, then pushed the every button, however the device did not react since then. The surgeon remembered the status indicators were illuminated blue, however did not remember if the other indicators were flashed green or not. The battery was re-inserted and the jaws were returned to the straight position, then removed the device from the trocar. They replaced with a new handle and a new cartridge, and the procedure was completed. The procedure was completed with another device. There was no patient injury or adverse event.